Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the implantable pulse generator (ipg) for an unknown reason. No further information has been able to be obtained despite good faith efforts.